Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they are hypo-unaware and her colleages noticed her speech was slurred. The patient performed a finger stick reading and the bg meter was reading 2.4mmol/l, but the cgm was displaying 7.9mmol/l. The patient drank juice and ate candy. After treating herself, the patient felt fine. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.